Event description:
It was reported by service report that the height adjustment racks bowed. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Other height adjustment rack.